Manufacturer narrative:
This event was reported by the patient's legal representation. The pysicians are as follows: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with cystocele and stress urinary incontinence (sui) and was implanted with an advantage mesh device on (B)(6) 2006. As per reported by the patient's attorney, the patient underwent a mesh revision surgery on (B)(6) 2015 due to a foreign body in the genitourinary tract with an advantage tvt sling, pelvic pain, incontinence, frequency, urinary tract infection (uti), stress urinary incontinence (sui), and dyspareunia. On the same day, the patient also had a post-operative diagnosis of erosion of the mesh into the urethra at the ureterovesical junction. The revision procedure involved urethrolysis, sling removal, repair of urethral erosion site, cystourethrocele repair, kelly plication, and cystoscopy. Boston scientific has been unable to obtain additional information regarding the event to date.